Event description:
On (B)(6) 2014 the patient contacted animas alleging that she had been experiencing low blood glucose (bg) upon waking in the mornings, as low as 44mg/dl with mild visual changes. The patient was reportedly treating the low bgs by consuming oral carbohydrates. During troubleshooting, customer technical support (cts) confirmed that the time and date were correct in the pump, the calculations for ez carb bolus were accurate, but the total daily dose history revealed an unexplained increase in total basal delivery on (B)(6) 2014. It was reported by the patient that she does not use the temporary basal feature. It was also revealed during troubleshooting that the patient¿s healthcare provider (hcp) decreased her basal rate on (B)(6) 2014. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an unexplained increase in the insulin pump¿s basal delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: the original complaint could not be duplicated upon investigation. The last basal delivery was recorded on (B)(6) 2014 and the last bolus was 8.35 units on (B)(6) 2014. There were no alarms related to the complaint observed in the alarm history. The total daily dose in the pump added up correctly and the pump successfully passed a delivery accuracy test. Unrelated to the original complaint, the display was discolored, but was still able to be read. Also unrelated, all of the buttons on the keypad were intermittently responsive. The keypad was fully intact. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.